Event description:
Additional information was received. The physician elected to implant an iliac limb to treat the distal type I endoleak. The distal type I endoleak was resolved. There were no endoleaks was observed after the intervention.

Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of a 5 cm in diameter fusion form abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck was 21 mm in diameter, and the common iliac artery landing zone was 2 cm in length (short). It was reported that an additional procedure is scheduled to treat a distal migration. The physician plans to embolized a type iia endoleak and extend the device to eia. The physician stated that the event probably occurred due to the short landing zone as the common iliac artery was 2cm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).